Event description:
It was reported that the 8800 system had blank images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call.